Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to troubleshoot the issue. During the call, no specific corrections could be made. The customer and tac opted not to send the device in as they did not think any faults would be found. The customer went on to note that he believes debris may be in the connector and plans on ordering a cleaning kit to clean it thoroughly. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was producing an intermittent image with multiple different scopes during a preparation for a colonoscopy procedure. According to the initial reporter, the intended procedure was completed using the subject device, though, the staff had to reseat the cable or restart the whole unit several times. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s possible the cause is related to contamination of foreign objects and connecting terminals in the video jacket. Olympus will continue to monitor field performance for this device.